Event description:
Customer reported experiencing inaccurate erratic results with a ot basic meter. Pt's blood glucose results were 93, 146, and 147 mg/dl. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.